Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported an unexpected outcome following an intraocular lens (iol) implant procedure. The patient had two diopters of astigmatism prior to surgery and the vision was good without any residual cylinder at the two week postoperative visit. The patient called the office after rubbing their eye and was seen for blurry vison. The vision was measured at 20/60 without correction and the patient now has two diopters of residual astigmatism. The surgeon reported that the lens appears to be on axis. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Information was provided that the patient had 2 diopters of astigmatism prior to surgery, vision was good without any residual cylinder at 2 week post op. Then patient called office after rubbing their eye, was seen for blurry vison, vision was measured at 20/60 without correction and patient now was reported to have 2 diopters of residual astigmatism. A lens rotation is to be scheduled. (B)(4).